Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the large hem-o-lok clip applier instrument was broken off. The surgical tech was unsure if the tip broke off before the instrument was inserted in the patient or afterwards. It is unknown if a fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if a fragment fell into the patient. None was visualized. The instrument was noted to be damaged prior to use, but an in-depth inspection was not done. The instrument was used during the procedure with no malfunction or noted errors. The certified surgical tech (cst) noticed one of the four prongs was missing at the end of case. The instrument was removed from the field. No fragments were observed on field or in the patient. The surgeon swept the abdominal cavity to search for possible fragments and none were observed. No x-ray was conducted. The following patient demographics were provided: age and units, date of birth, gender, weight and units, ethnicity, and race.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have a broken grip at the grip tip. A piece approximately 0.100" x 0.030" was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.